Manufacturer narrative:
(B)(4) - no consequences to the patient were reported. (B)(4) - valve leaks are not specifically labeled in the IFU. Event evaluation: still under investigation.

Event description:
On (B)(6) 2011, a (B)(6) female underwent initial endovascular aortic repair; difficulty was encountered flushing the sheath prior to implantation. The heparin saline was not flushing thru to the tip, it was coming back out of the sheath/valve. Even while the sheath was advancing into the artery, there was blood dripping back out of the sheath. The rotational valve was not working correctly. They were able to complete the procedure with no harm to the patient. A slight more amount of blood loss may have been experienced; however, no transfusions were required. The patient is doing okay and no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.